Manufacturer narrative:
Correction: the initial MDR submitted on july 09, 2025, was filed inadvertently. The correct initial date of awareness is july 17, 2024.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. Neural response telemetry was attempted, but several electrodes did not yield measurable responses. Reprogramming was carried out, and some responses were successfully obtained. The device was subsequently explanted (specific date not reported) due to migration of the electrode array. Reimplantation is planned but had not taken place at the time of this report.